Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The failure to deploy was not confirmed due to the condition of the returned device. The sheath was noted to be separated from the outer member at the proximal end of the sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Further attempts to rotate that thumbwheel against resistance likely exceeded the material limitations causing the distal sheath to detach preventing deployment. The investigation determined that the reported and noted difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the iliac artery, the absolute pro stent delivery system was position at the lesion and attempted to be deployed; however, the thumbwheel could not be turned and the stent could not be deployed. The device was removed and a different stent used in the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed the absolute pro sheath was separated from the outer member at the proximal end of the sheath.